Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test and has an unexpected restart. Customer does not recall any significant events leading to the alarm. Customer's blood glucose was 120 mg/dl at the time of incident and went to a low of 49 mg/dl yesterday. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during test due to faulty connector on remote frequency board. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.